Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient hit her head against the bed. Patient was explanted. Further information was requested from the field. In situ measurement was indicative of a device malfunction.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient hit her head against the bed. Further information was requested from the field but has not been received. The recipient was re-implanted.

Manufacturer narrative:
Correction: the date of awareness submitted in the initial report was incorrect. The complaint originator (first med-el employee to become aware of the event) confirmed that due to human error the date of awareness was not updated accordingly in the complaint report form submitted to (B)(4)on (B)(4) 2017. The correct date of awareness is (B)(4), 2017. All internal records have been updated accordingly.

Event description:
Please refer to the applicable initial report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by the reported accident appears likely. The device was explanted, however not received for investigational purposes, despite being requested.

Event description:
Patient hit her head against the bed. Further information and the device were requested from the field but neither has been received.patient was re-implanted.